Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and complex regional pain syndrome type ii. The patient reported on (B)(6) 2016 worsening pain with stimulation. The patient decreased utilization of the device. The patient was reprogrammed on (B)(6) 2016 and the event resolved without sequelae. The event was related to the device or therapy, and was not related to the implant procedure or programming. Of note, the final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study that reported the cause was not determined.